Event description:
On (B)(6) 2013, the patient contacted animas stating that the keypad buttons were unresponsive. The patient reportedly peeled back the rubber around the up and down arrow keypad buttons to get the buttons to respond. There was reportedly no damage to the keypad prior to the patient peeling back the keypad. The patient denied exposing the pump to water and denied trauma to pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.